Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: tp1a.220624.014.g781usqsjhxj1. Hardware: sm-g781u. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient went to the emergency room with hyperglycemia. The patient reported insulin leaking while wearing the pod on the abdomen. The patient's blood glucose levels reached approximately 500 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported included felt weak, nauseated, redness, swelling and pain during and after the insertion of the pod. The patient was diagnosed with hyperglycemia with ketones. The patient was treated with intravenous (IV) fluids and insulin injections. The patient was sent home on the same day, (B)(6) 2026.